Event description:
It was reported from china that during a meniscal repair procedure, it was observed that the vapr s90 w/ hand controls device could not cut. During in-house engineering evaluation, it was determined that a charred section could be seen at proximal end of the device. It was further determined that the device failed the activation test, ablation and coagulation. Another like device was used to complete the procedure. There was patient involvement. There were no adverse consequences to the patient nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H4: the device manufacture date is currently unavailable. Investigation summary: the device was received and evaluated. Visual inspection revealed that the electrode is in normal use condition. The cable is in good condition as well as the connector and pins. The suction tube does not show saline residues. The active tip shows signs of activation. When connected to the test generator, the electrode was immediately recognized. When performing the functional test, the generator displayed output shorted message. The electrode was sent to the manufacturer for further analysis and suction test. Manufacturer evaluation result for vapr s90 w/ hand controls: the device was not received in its original packaging. The distal tip is in a used condition and charred section can be seen at proximal end. Handle assembly is in good condition. Cable and plug assembly are in good condition. Saline residue visible in the suction tube. Electrical checks: the device failed the hipot active return parameter. Functional checks: the device failed the activation test, ablation and coagulation. Based on the visual evidence of the charred and burnt section of the manifold seen for the returned electrode the plastic manifold was damaged mostly probably by a 'shorting' event at the distal tip of device. The cause of the issue is due to a direct path being created between the active and return circuits at the distal end. This can be triggered by an incomplete adhesive seal, resulting in an ineffective isolation of the active and return. Likely cause of this failure is shorting at distal tip. The failure mode seen is consistent with previous s90 hand-switching electrodes which exhibit similar failure modes including output shorting, manifold melting, sparking and arcing during a surgical procedure and have been further investigated through CAPA. A review of our complaint records over the last 12 months to assess the frequency of this defect showed low occurrence with a total of 5 confirmed complaint devices including this complaint device which equates to a failure rate of 1 in 1,284 which is as anticipated in the risk analysis. Our analysis shows that the frequency is below the anticipated rate of failure detailed in the risk management; and the risk is deemed negligible/minor and no further action is required. Complaint rates will continue to be monitored through standard complaint review channels. A manufacturing record evaluation was performed for the finished device u2307057 number, and no non-conformances were identified. The overall complaint was confirmed as the observed condition of the vapr s90 w/ hand controls would contribute to the complained device issue. Depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.